Event description:
It was reported that during a prostate procedure, the cap of the surgical fiber detached. The procedure was completed using a second fiber. Patient outcome: "no damages to patient".